Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor had inaccurate readings. The customer reported their blood glucose was 85 mg/dl and the sensor was reading 52 mg/dl. The customer also reported another incident where their blood glucose was 130 mg/dl and the sensor read 78 mg/dl. The caller also reported that the customer had an incident where the sensor did not insert properly. It was reported the needle was sticking out of the body. The caller declined to return the sensor for analysis.